Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse reviewed instrument data since (B)(6), and noted imprecision in patient samples. It is unknown for what purpose the samples were run and if results were reported. After evaluation of the instrument, the cse discovered a defective base pump. The cse replaced the pump and ran precision, which resulted within specifications. The cause of the discordant troponin results was due to a defective base pump. The instrument is performing according to specifications. No further evaluation of the device is required. Related mdrs filed for this event: 2432235-2017-00434, 2432235-2017-00455, 2432235-2017-00456, 2432235-2017-00457, 2432235-2017-00458, 2432235-2017-00459.

Event description:
Inconsistent cardiac troponin I (tni-ultra) results were obtained on one patient sample on the advia centaur cp instrument. The sample was tested in duplicate, on the same instrument, recovering low on one replicate and high on another. It is unknown if any results were reported to the physician(s), and which result is correct for the patient. A siemens customer service engineer (cse) analyzed instrument data from (B)(6), and the inconsistency in additional patient results was discovered. There are no reports of patient intervention or adverse health consequences due to the inconsistent tni-ultra results.